Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw807f catheter with stylet. The balloon did not inflate due to leakage. The leakage occurred from a tear, measuring approximately 0.04 inches in length, near the distal windings. The distal windings were removed and the balloon latex was relaxed. A missing latex fragment was noticed at the distal balloon end. The proximal windings were noted to be damaged. Dry blood was noticed next to the distal winding. No latex deterioration was found from the balloon latex. No visible damage was found from the catheter body, stylet or distal windings. The through lumen was patent without any leakage or occlusion. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of ¿balloon leaked¿ was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon on a fogarty catheter leaked. There was no allegation of patient injury. The lot number was unknown. Patient demographics were requested and are unknown.